Manufacturer narrative:
A steris service technician inspected the sterilizer and found it to be operating properly. The technician reviewed the cycle print out subject of the reported event and no issues were noted. The technician ran test cycles and returned the sterilizer to service. No additional issues have been reported. The technician stated that the instruments were not properly dried before they were placed in the instrument pack. In addition, the instruments were wrapped in cold linen. The operator manual states (pp.6-3), "all items must be thoroughly cleaned, rinsed and dried before loading into the sterilization unit. Carefully inspect all instruments and devices for cleanliness, dryness, flaws and damage prior to packaging. If visual soil or moisture is present, clean and dry load again. If any damage is discovered, item must be replaced or repaired before using." The user facility reported that the instruments present in the cycle were reprocessed before use. The employee who removed the instrument pack was not wearing proper ppe, specifically gloves. The operator manual states (pp.6-14), "steris recommends (in accordance with ansi/aami st58, 2005) wearing chemical-resistant gloves when using the sterilization unit." The steris technician advised user facility personnel the importance of wearing proper ppe when removing instruments from the sterilizer.

Event description:
The user facility reported that after a completed v-pro max sterilization cycle an employee was removing an instrument pack and obtained a burn. The employee rinsed their hands under water and returned to work.